Event description:
The customer reported that insulin from the reservoir leaked past the o-rings and into the reservoir compartment. The caller stated that half of the insulin from the reservoir was gone. The blood glucose reading was 327mg/dl, and she treated herself with 15.0 units by a manual injection. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.